Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The complaint sample has been returned, and the investigation is currently underway.

Event description:
It was reported that allegedly a pta balloon ruptured while being used in a venous stenosis area located at the left forearm av fistula anastomotic region. During the eighth inflation to 30 atm, the balloon ruptured. It was then observed under x-ray that blood was leaking from the patient's vein. The vein was treated immediately by pressure hemostasis. Upon removal of the device, a pinhole rupture was observed at the taper of the balloon. In addition, breakage was also observed at the distal end of the balloon. No patient injury.